Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. H3 other text : 02

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive and there was moisture behind the display and in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/28/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2017 with the following findings: the pump was returned with moisture in the battery compartment. No moisture was observed behind the display lens. All of the keypad buttons responded properly. There was no physical damage on keypad. The keypad was removed, and no contamination or moisture was found. A leak test failed due to a crack in the battery compartment starting at the threads to the left side of grip pad down to the seal. The pump was opened, and moisture was observed on the keypad flex-connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.